Event description:
Patient revised on (B)(6) 2021 due to continued pain following primary surgery on (B)(6) 2020. Surgeon converted anatomic to a reverse, explanting all components except stem (3-4 peg glenoid size l, 48x19 offset cocr head, +0mm double taper) and then implanting 24mm cementless glenoid baseplate, +6mm post extension, 40mm centered glenosphere with screw, 135/145 40/+3 standard humeral cup, and 4 screws.